Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. Work order search: no similar complaints were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm vticmo13.2 implantable collamer lens, -15.5/+2.0/x009 diopter, in the patients left eye (os) on (B)(6) 2017. At one day post-op there was a refractive surprise. The lens remains implanted. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Additional information was received - the reporter indicated the lens was repositioned on (B)(6) 2017. The patient's uncorrected visual acuity was 20/20 and the issue was resolved. (B)(4).